Event description:
Additional information received indicated only the fractured lead was explanted and replaced addressing the issue. Reportedly, patient had a fall that contributed to the lead fractured. Therapy was confirmed post operatively.

Manufacturer narrative:
Corrected data: b5. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-05356. It was reported that one of the patient¿s leads had impedance issue due to lead fracture. As such, surgical intervention took place on (B)(6) 2021 wherein the leads were explanted and replaced with new lead addressing the issue. Note: it is unknown which lead was fractured. Hence, both leads are being reported.